Manufacturer narrative:
Implicated product is a port with attachable catheter. Product received for eval is a plastic dual port (metal port stem) with a dual catheter attached. Complete assembly measures 10.4 inches long. An indeterminate number of needle puncture sites are in both port septums with blood residue in left (viewing port from above with stem facing examiner). Blood residue is also trapped between cath-lock and catheter. A small arc occurs in catheter 2.0 residue is also trapped between cath-lock and catheter. A small arc occurs in catheter 2.0 inches from assembly's proximal end directing catheter laterally away from port stem. A 0.1 inch longitundinal split is found in catheter 2.1 inches from assembly's proximal end with intermittent blood residue throughout length both lumens. A series of graduated depth markers is printed in blue radiopaque with 23cm mark less than 0.1 inch from catheter's proximal end. A lot history review reveals no mfg issues and no similar complaints for this lot. Incident questionnaire indicate device was placed in 5/96 and used during a subsequent hospitalization for i.v. Infusion. No indication is given that complications were suspected, however, "on 10/29/96 port was accessed to check patecny." A good blood return was achieved, but on infusion, fluid leaked from needle insertion site. Device was removed 17 days later. Under 8x - 22x magnification longitundial slit found in clear portion of catheter and presents as a "u" spape. Base of "u" follows border of blue radiopaque stripe. Edges of slit are even and walls are flat, smooth and dull, this is consistent burst damage resulting from over-pressurization. Light impressions resembling serrated jaws of a hemostat-like clamp are found immediately proximal to slit. Use of serrated clamp may have occurred during surgical removal of device. Thin line are noted in cath-lock plastic suggesting mechanical manipulation during component application or device explantation. Needle puncture sites in septums appear to be result of non-coring needles. Patecny of distal lumen/right hand septum is domonstrated by flushing and aspirating water with a 12cc syringe armed with a 22 ga. Non-coring needle. Left hand septum is occluded to flushing, both with catheter in place and with it removed. However, fitting a moderate sized blunt connector to syringe, water can be flushed distally through proximal lumen from slit valve, from proximal valve to burst site. Retraction of cath-lock and removal of catheter from stem reveals only serous residue and a imprint of port stem on catheter. Tactual exam exposes burst damage as wll as a 0.7 inch long narrowing of catheter beginning 2.1 inches from catheter's proximal end, however, microscopic exam reveals no damage to outer diameter. Both valves open and close appropriately to finger pressure with no over-lapping of edges. Complaint of a subcutaneous catheter leakage is confirmed. It should be recorded as user-related. Over-pressurizations

Event description:
The port had been in place for six months when the patient had a week of chemotherapy and the patient "felt bad" during it. The port had gotten good blood return. The reporter said leakage was discovered at the port/catheter connection.